Manufacturer narrative:
Result: (syringes, o-ring, reagent 1 pipette tubing, reagent 1 pipettor, mixer and cuvette wiper). An abbott field service rep (fsr) checked the syringes and replaced the o-ring of the reagent 2 syringe. The fsr verified instrument performance by running a precision test which yielded a creatinine value of 72 mg/l +/- 1 and a urea nitrogen value of 8 mg/l +/- 1. The reagent 1 pipettor tubing, reagent 1 pipettor, mixer and cuvette wiper were replaced. A urea nitrogen calibration was performed and a precision study on the glucose assay generated cvs less than 1%. The instrument was performing according to specifications and the fsr determined that no further action was required. A review of the complaint history for architect c8000 system for the time period of early 2007 through 2008 was performed and did not find other complaints related to this issue. The abbott architect system operation manual (pn 201837-104, june 2007), section 10 troubleshooting and diagnostics: observed problems, provides probable causes and corrective actions for erratic results, poor precision - photometric results (csystem). This is the final report.

Event description:
The customer stated discrepant creatinine and urea nitrogen results were generated on the architect c8000 analyzer. In 2008, a pt generated a creatinine result of 40 mg/l and a urea nitrogen result of 0.89 mg/l. The pt was hospitalized due to the high results. The pt was examined at the hospital and found to be normal. On three days later, the customer retested the pt's sample and obtained a creatinine result of 17 mg/l from a tube with a heparin additive and 9 mg/l from a tube with no additives. The urea nitrogen result was 0.40 mg/l on both tubes. No injury was reported.